Manufacturer narrative:
Device is a combination product. Device evaluated by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a coronary artery stenting treatment procedure the catheter broke. The lesion being treated was unknown. The physician prepped the device and when attempting to deliver the catheter over the wire had difficulty crossing the lesion. When the device was pulled back the delivery catheter snaped in half. The procedure was completed with another of the same device. There were no complications or patient injury reported.